Event description:
Per ccr in reported issue notes tab: "customer was hospitlized, they had a reading of 450 mg/dl. Customer was tested at the hosp and it was over 500 mg/dl. They had symptoms of low blood sugar. They tried retesting, they didn't know the meter needed to be recalibrated. Customer was getting readings between 200-300 mg/dl. They tried to get them regulated at the hosp. Then they checked meter against hosp meter and there was a difference of 25 points.